Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the angle wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, we confirmed that the u/d and the r/l knobs loosened, the up pulley wire worn out, the angulation-down angulation zero degrees, the angulation-left angulation zero degrees, the angulation-right angulation zero degrees, and the angulation-up angulation zero degrees; however, they are not the main cause, and/or irrelevant to the alleged complaint. In terms of angulaition stuck, the possibility of angulaition stuck occurred in the human body could not be denied. Moreover, based on the technical report"hr-rpt-0587(angle)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.